Event description:
The customer contacted physio-control to report that their device would not power on with battery power. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Neither the device nor accessories were returned for evaluation, therefore the reported issue could not be verified and the root cause could not be determined. Based on the lot # provided by the customer, physio-control was able to determine that the customer¿s battery criteria for field action # 3015876-01/06/2017-001c. Therefore a new battery was provided to the customer. The customer stated that they received their replacement battery, and their issue was resolved.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on with battery power. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.